Event description:
The field service representative reported the customer noticed the sipper probe was leaking and discovered questionable n-terminal pro b- type natriuretic peptide (probnp) results for seven patient samples. The samples were repeated on another cobas e601 on (B)(6) 2013. Of the data provided, only the results for five of the samples were discrepant. Patient sample 1 initial result was 197 pg/ml and the repeat result was 3039 pg/ml. Patient sample 2 was from a (B)(6) male. The initial result was 29 pg/ml and the repeat result was 484 pg/ml. Patient sample 3 was from a (B)(6) female. The initial result was 67 pg/ml and the repeat result was 542 pg/ml. Patient sample 4 was from a (B)(6) male. The initial result was 8 pg/ml and the repeat result was 550 pg/ml. Patient sample 5 was from a (B)(6) male. The initial result was 69 pg/ml and the repeat result was 536 pg/ml. The initial results were reported outside the laboratory. The repeat results were believed to be correct. There were no adverse events associated with the incorrect results. The probnp reagent lot number was 17057502 with an expiration date of 04/30/2014. The field service representative determined there was a fluidics failure as a pinch valve was not closing properly. He replaced the pinch valve and performed measuring cell preps with no leaks. To verify the analyzer operation, he ran precision check for the assays that run on that measuring cell with results within specification. He ran performance testing that was within specifications. The customer ran calibrations and qc, which were within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.